Manufacturer narrative:
Event 11: this report has been identified as b. Braun medical internal report number (B)(4). Eighteen (18) samples were returned for further evaluation. The samples were visually and physically evaluated per specification, and it is noted that a crack was present on the thread of each valve. Although the cracks were observed, since the product had been opened and used; the defect is not confirmed to be related to any manufacturing process. While an exact root cause was unable to be determined, incidents of cracked/leaking valves may be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. All available information regarding this occurrence has been forwarded to our mrb in order to heighten awareness. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 11: when the patient was undergoing infusion, there was a leakage at the interface. Drugs used cisplatin, glutathione, sodium bicarbonate, tropisetron hydrochloride injection. No injury reported.